Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "incident occurred on (B)(6) 2025. For some time now, arterial catheters seem to not be as good as they were. On (B)(6) 2025, the arterial catheter was inserted at 11am and was no longer functional by 5pm. This is the first time this problem has occurred." The catheter was functional when inserted, with an initially normal pressure curve. There was no patient complications. The user completed a pressure reading using a cuff. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "incident occurred on (B)(6) 2025. For some time now, arterial catheters seem to not be as good as they were. On (B)(6) 2025, the arterial catheter was inserted at 11am and was no longer functional by 5pm. This is the first time this problem has occurred." The catheter was functional when inserted, with an initially normal pressure curve. There was no patient complications. The user completed a pressure reading using a cuff. The patient's current condition is reported as "fine".